Manufacturer narrative:
The device was included in the shortened replacement window advisory and appeared to be exhibiting the advisory behavior. Technical services recommended performing monthly follow ups and to replace the device within 30 days of elective replacement indicator (eri) battery status. The device remains in service without further complication. No adverse patient effects were reported. This device has not been returned for analysis. Should additional information become available this report will be updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 2.58v with a charge time of 10 seconds. It was noted that the monitoring voltage was 2.64v at 27 months of implant. Additional information was received indicating this device was explanted. No adverse patient effects were reported.